Event description:
Operating room staff were setting up the room for a mastectomy case. The plasma blade package was opened and device tested. The plasma blade did not function at all when removed from the packaging. Operating room staff obtained a new plasma blade and that one worked fine. The defective item was not used at all for the case and therefore there was no injury to the patient.